Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va39r2u); product type: 0200-lead; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that they had pain in their right buttock and bottom of their pelvis area or tailbone after 2-3 weeks of being implanted. The patient stated that the pain was really bad that they turned their therapy off on friday, then they mentioned that they were normally more on the constipated side, but on saturday, they found that their bowels were not firm. The patient added that they spoke with at least 3 people, including the representative, and they were also told that their stimulation level may have been too high because the pain went away when they turned their therapy off. Patient also mentioned that they felt that they may have moved the lead but was not sure because they were only basing this off their symptoms. During the call, the agent reviewed general therapy information extensively and walked the caller through adjusting their stimulation. The agent had the patient turn their stimulation off, then gradually adjust their stimulation to a level where they could slightly feel the stimulation comfortably in their bike seat area. Patient will continue to monitor symptoms. Redirected to hcp if issue persists. Patient stated that they have an appointment with their hcp on (B)(6).